Manufacturer narrative:
(B)(4). The device history review for the product the product weckvista access balloon port 10mmx70mm, lot #73f1600379 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon burst and the plastic ring to block the foam pad broke. The patient's condition was reported as fine.